Event description:
A non-healthcare professional reported that after intraocular lens (iol) implantation, the patient experienced that for near vision focal point was too close. The lens was removed and replaced with another lens in a secondary procedure. The clinical reason for explant was "length near point focal distance". Additional information was requested, but no further information is available.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).